Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of type I endoleak identification is reportedly unknown, and as the physician made the csa aware of the type I endoleaks on 22-jul-2020, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, a distal type I endoleak was observed on the contralateral leg component located in the patient's right common iliac artery. It was reported that the endoleak was due to disease progression. On (B)(6) 2020 a reintervention was performed to treat the distal type I endoleak. An additional contralateral leg component and an iliac extender component were used to extend the device on the patient's right side. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc181000j/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report #(B)(4). H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.